Event description:
Additional information received reported that the patient required a lead revision procedure due to a change in her pain. The spinal cord stimulation (scs) system was working just fine.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional reported via the manufacturer representative that the patient was scheduled for a lead revision on (B)(6) 2015. A change in the pain profile was reported and reprogramming was unable to improve coverage. The indication for use was spinal pain. No device issue was reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found ther ins was functionally ok with insignificant an omalies. (B)(4).

Event description:
Additional information received from the manufacturer's representative reported the device had been explanted.